Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 2 of 3 MDR's filed for the same patient (reference 1825034-2016-0309 / 03100). Not returned by patient.

Event description:
Patient underwent a hip revision procedure approximately seven months post-implantation due to recurrent dislocation.